Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the sampler slipping in the y1-axis. The fse adjusted the tension belt and the error went away; however, the sample needle was not aspirating quality controls (qc). The sample needle was partially clogged. The fse replaced the sample needle. The fse ran qc without any errors. The g8 system was functioning as designed. A 13-month complaint history review for (B)(4) found no other similar complaints during this time period. The g8 operator's manual states under chapter 6, troubleshooting, indicates that 706 syringe-l error message occurs when an operation error in the syringe-l is encountered. The operator is instructed to inspect the syringe-l. The 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported 706 syringe-l error message was related to the sample needle. The most probable cause of 710 z1-axis error message was attributed to an y1-axis loose belt.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message on the g8 system. The customer was advised to replace the sample probe, clean the guide rods, and then run quality controls. On (B)(6) 2017 the customer reported 706 syringe-l error message was resolved by replacing the sample probe; however, error message 710 z1-axis was being generated by the g8 system. The customer reported that the needle was puncturing at the middle top of the sample tube. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.